Event description:
Medical safety received a report from a pt's boyfriend who stated he purchased a pair of unspecified freshlook contact lenses for his girlfriend. The pt experienced a burning sensation upon insertion of the contact lenses, removed them, and reinserted them. The pt's boyfriend stated the contact lenses cut her due to 'ragged edges' upon reinsertion. The pt's boyfriend further explained they were unable to remove the contact lenses and they called the hospital to come pick the pt up because she could not see at all. The pt's boyfriend stated the pt had to undergo surgery on (B)(6) 2012 to 'fix her eyes back and take out the contact lenses'. No further info was provided. On (B)(6) 2012, additional info received indicates the pt's issue has resolved, but has not resumed lens wear.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. However, a corrective action was previously issued regarding reduction of torn lenses. There has since been a continuous decrease in tear-related complaints. No complaint or manufacturing trend was identified. Without the lot number it cannot be determined if the lenses were produced prior to the completion of the corrective action. (B)(4).